Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had flashing display. Customer states that insulin pump was dropped and after that display was flashing. Customer's blood glucose was 3.6mmol/l at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
The device had blank flashing white lcd due to cracked lcd controller and cracked or bleeding lcd glass. Unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.